Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy but were working with their doctor or manufacturing representative. The patient had an appointment on 2014 (B)(6). The battery life of the unit had run out and the unit needed to be moved to a new spot.

Manufacturer narrative:
Concomitant medical products: product ID: 37713, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 377760, lot# v001491, implanted: (B)(6) 2006, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 37742, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s implant was right on the belt line so it was hurting and raw and caused issues with clothing. It was noted it had been this way since the time of implant, but in the beginning he thought it was just because it needed time to heal. The patient reported that they would be moving the device to a different spot on his body. It was also reported that the patient had issues with coverage which began in 2008 or 2009. Stimulation was getting to some of the points but not in the sciatica or down into the tailbone area. He thought in the beginning it would just take time for the body to recognize the stimulation. To counter the effect they did injections in the back and lower area, and finally in the sciatica and joints but this did not help and the issue persisted. A cat scan was performed to find out where to put the leads to hopefully reach the areas he needed. The patient was happy with his device and had faith they would be able to get it in the correct location. It was noted the patient never turned his off. The patient also reported the display on the patient programmer showed the ¿call your doctor¿ icon. He reported seeing the doctor face but couldn¿t remember what the code was under the doctor face. The issue began about one week prior to the report. The patient was able to connect with the implantable neurostimulator recharger (insr) and the elective replacement indicator (eri) code was seen. It was reviewed with the patient that this indicated the battery was nearing end of service and would need replacing. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. See manufacturing report 3004209178-2014-19672.